Event description:
It was reported that during a laparoscopic nephrectomy procedure, while closed on the renal artery, the device would not fire or open. Case completed with another device of a different product code. Another device was pulled to staple the vessel and release the device. The surgeon had to transect one centimeter more from the artery than he usually would.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: not sure if the post operative care was changed. The device was a pse45a and this occurred on the first firing with a white cartridge.